Event description:
It was reported that the ams800 artificial urinary system was implanted via a single perineal incision. Since the procedure the patient has had several emboli and deep vein thromboses as a result of the balloon compressing the inferior iliac vessel. A surgery was performed and the balloon was removed. A new balloon was implanted at a different location. No additional patient complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.